Event description:
It was reported that the balloon was ruptured occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vessel. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 4 atmospheres. The device was removed without any problem, and the procedure was completed with a non bsc device. There were no patient complications reported, and the patient was in good condition after the procedure.